Manufacturer narrative:
(B)(4). The customer advised that the defibrillation electrodes used during the event had been disposed of and were therefore unavailable for evaluation. Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via defibrillation electrodes (brand unknown) and therapy cable assembly. The customer advised that medical personnel had connected the patient to the device but were unable to see the patient's heart rhythm while in paddles lead ECG.  As a result, defibrillation would not have been possible. After approximately 10 seconds of unsuccessful troubleshooting, medical personnel opted to obtain a backup device (also a lifepak 15) in order to continue patient care.  Using the backup device medical personnel were able to successfully obtain the patient's heart rhythm and provide six (6) shocks to the patient while enroute to the hospital. The customer advised that there were no reports of adverse effects to the patient as a result of the reported issue.  No further details were provided.